Event description:
It was reported that in preparation for a carotid stenting treatment procedure, stent damage was noted. The carotid wallstent 10.0x24mm was removed from the dispenser hoop and the stent was noted to be "curved". The procedure was completed with another of the same device. No patient complications or injuries were reported. The patient status is stable.

Event description:
It was reported that during an unknown procedure, the device was not sealing properly. Unknown how the procedure was completed. Requested patient information but unavailable. Additional information has been requested.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.